Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer's blood glucose was 200 mg/dl. Tandem technical support provided additional training in regards to bolus deliveries. A replacement pump was sent to the customer. Reportedly, the customer reverted to manual injections for insulin therapy.